Event description:
It was reported that during a laparoscopic nissen, the generator alarmed - tip had broken off instrument. The small white piece was found under the liver and was immediately and easily retrieved. There was no delay in the procedure. The procedure was completed with another device without complications. There was no pt injury. Additional info was requested, but no additional info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad separated, lifted up and broken. The device was otherwise in good visual condition with no other noticeable damage. Upon eval, the device passed the self test and function test, and the buttons activated as intended. The device history record was reviewed and no discrepancies were noted.